Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. It should be noted that scar tissue in the groin was the reported cause for the experienced resistance. The reported difficulties experienced during the procedure appear to be related to the operational context of the device.

Event description:
It was reported that during a diagnostic procedure, the physician inserted an introducer sheath into the right common femoral artery (rcfa) and resistance was felt. The sheath was retracted and while doing this the physician felt like something had been pulled along with the sheath in the patient. He observed that some of the sheath coils had unraveled. A cut down was performed and a starclose se clip, previously deployed at an unspecified time, was present and still located in the rcfa. The clip was removed, the diagnostic procedure was completed and the artery was surgically closed. It was indicated that scar tissue in the groin caused the reported resistance. The patient did not experience any adverse effect. Though requested, no additional information was provided.